Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of inability to capture and discoloration of header were confirmed. The reported events of no output, no rf telemetry and no inductive telemetry were not confirmed. The device was received with normal output, normal rf and inductive telemetry. Device image analysis noted drop in battery voltage and loss of capture was noted. Visual inspection of the header attachment area detected an anomaly between pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Signs of rapid discharging were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
The patient presented in clinic due to episodes of fatigue and syncope. Upon investigation, the device was no longer providing pacing and was unable to capture the heart. In addition, the device was unable to be interrogated via inductive or radiofrequency telemetry. The device was explanted and replaced to resolve the event. The patient was in stable condition.